Event description:
Boston scientific crm received information that the patient with this right atrial (ra) lead underwent an ablation. Once the procedure was completed, a chest x-ray was performed and revealed that this ra lead had dislodged. The physician reported that the dislodgment had occurred prior to the ablation and a revision had been scheduled for a later date. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed so, atrial therapy is off and the revision will be performed at the scheduled date. No additional information is available. If any additional information does become available, this report will be updated.